Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d1 updated, d4 model number updated, d4 catalog number removed, d4 primary UDI number updated. Justification: this device was manufactured before the UDI requirements. Evaluation results: the device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing which included all required bench tests in normal and stressed conditions, and environmental chamber tests without duplicating the customer's report. An internal inspection found no discrepancies. The lcd color cable assembly was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.